Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: litigation alleges patient suffers from pain, discomfort, instability, and elevated levels of cobalt / chromium. After review of the medical records for MDR reportability, the revision operative note indicated corrosion, impingement, metal debris, and loose cup. Lab results indicted the metal ion levels were above 7ppb. In addition to what was previously alleged, ppf alleges elevated metal ions. Doi: (B)(6) 2013. Dor: none reported, (left hip).